Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they were implanted and their body ended up rejecting the implant. Patient mentioned they got a bad infection so the implant was removed 2 weeks later. Patient stated they were trying to figure out how to dispose of the external equipment that they received since their body rejected the implant. Agent reviewed with patient to dispose/recycle the equipment according to their local electronic guidelines.